Manufacturer narrative:
The reported events were dislodgment and over sensing. A complete lead was returned for analysis. With the helix extended and clogged with blood / tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. The reported event of over sensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts

Event description:
Additional information received notes that the atrial lead was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that the patient presented for an implant procedure. During follow up after the post procedure, it was noted the right atrial (ra) lead had dislodged and the ra lead was pacing in the ventricular chamber. The programming changes for the device was performed. The patient was in stable condition.